Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the syncope was related to chemical use and not related to the pacemaker.

Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri). The patient had a syncopal episode. The reason for the syncope was not determined. The physician noted that the programmed settings were different than when last seen. Boston scientific technical services (ts) discussed programming options. No additional adverse patient effects were reported. The system remains in service.